Manufacturer narrative:
The actual devices were discarded; however, two (2) photographs of 2 actual devices were provided for evaluation. A visual inspection performed with the naked eye noted a sponge (foam) separated from both caps. The reported issue was verified for 2 devices. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine (sponge) was separated from each of five (5) minicaps. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.